Event description:
In 01/2005 the doctor applied the fixator to reposition/straighten the patient's foot. During a follow up appointment in 02/2005 the doctor was adjusting the fixator when it broke at the intersection of the gears. The doctor exchanged the fixator with another one he had in his office. The treatment site was not compromised.